Manufacturer narrative:
Investigation summary: "bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed." Medical device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® blood transfer device holder with female luer adapter customer reportsrubber sleeve was separated, trapped with a tube. The following information was provided by the initial reporter. The customer stated: ¿this is a report about separation of the sleeve of btd. According to the customer's report, the rubber sleeve was separated, trapped with a tube. Bdj's sales rep. Gave the customer the explanation on precautions in using this product.¿